Event description:
On (B)(6) 2011, patient reported either the up or down button on the infusion device was not functioning properly. Patient was unable to complete troubleshooting. Patient boluses approximately 4 times per day and does not know how long he has used this infusion device. The buttons pop after they are pressed. This was first noticed on the morning of the report when patient tried to bolus. Infusion device was replaced and requested for evaluation. No physiological effects were reported in relation to this complaint. Patient did not require treatment from a health care professional or second party to address the issue.